Event description:
As reported, following a delivery, a 'bakri tamponade balloon catheter' leaked during treatment of a postpartum hemorrhage (pph) secondary to placental abruption. The patient lost 500 ml of blood. Prior to placement of the device, the patient was treated with hot compresses and massage, myometrial injection of carboprost tromethamine 250ug. The device was tested prior to use then was placed transvaginally without the use of metal tools. The balloon was inflated with saline to 350 ml when the device leaked. The procedure was stopped immediately. The patient lost 300 ml of blood after the device failure. The device was replaced with another new device to complete the procedure. The patient lost 700 ml of blood during the use of the new balloon, totaling 1500 ml. As reported, the patient did receive a blood transfusion, however, it is unknown how many units.

Manufacturer narrative:
E1: street: (B)(6)/postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: as reported, following a delivery, a 'bakri tamponade balloon catheter' leaked during treatment of a postpartum hemorrhage (pph) secondary to placental abruption. The patient lost 500 ml of blood. Prior to placement of the device, the patient was treated with hot compresses and massage, myometrial injection of carboprost tromethamine 250ug. The device was tested prior to use then was placed transvaginally without the use of metal tools. The balloon was inflated with saline to 350 ml when the device leaked. The procedure was stopped immediately. The patient lost 300 ml of blood after the device failure. The device was replaced with another new device to complete the procedure. The patient lost 700 ml of blood during the use of the new balloon, totaling 1500 ml. As reported, the patient did receive a blood transfusion, however, it is unknown how many units. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One used device was returned for investigation. According to the device failure analysis, the balloon was function tested and inflated with water, a pin hole leak was noted. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on evaluation of the returned device. A definitive cause of the reported issue could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.